Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: part#314.05 lot#8293096. Manufacturing location: (B)(4). Manufacturing date: 20.mar.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (DHR) device history records review requested/was attempted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported on (B)(6) 2016, that the surgeon was removing a 7.3mm cannulated screw and the cannulated hexagonal screwdriver tip broke off and the tip of the conical extraction screw broke off. The surgeon was unable to remove the screw. The surgical procedural outcome is unavailable. There was a 5 minute surgical delay. The patient outcome/status is unavailable. There is no additional information available. Sales consultant indicates that there was an unknown time delay. This complaint involves 2 devices. Concomitant device reported: unknown screw 7.3mm cannulated part# unknown, lot#-unknown, quantity#1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure on (B)(6) 2017 was for revision of hardware removal on a pediatric case. Original date of implant and the cause of revision is unknown. The surgeon removed one cannulated screw through the femur head and noted that the removal of the second cannulated screw was unsuccessful. This report is 2 of 3 for com-(B)(4).